Event description:
The customer reported obtaining erroneously elevated troponin I (access accutni) results, within the risk stratification range of the assay, for one (1) patient involving the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. The results were reported out of the laboratory. Subsequent testing of the patient's sample produced a lower result within the normal reference range of the assay. A second sample was drawn from the patient and testing produced a result within the normal reference range of the assay. The customer did not supply any information regarding whether there was any change or impact to this patient's treatment. The unicel dxc 600i synchron access clinical system serial number (B)(4) was used in conjunction with the access accutni reagent in this event.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. All associated medwatch reports related to this event: 2122870-2013-00904; 2122870-2013-00897. The customer declined service.